Event description:
It was reported that overinfusion of an antibiotic occurred during use of a clearlink duo-vent continu-flo primary set. The reporter stated that difficulty was encountered when the roller clamp was being used to control the flow rate. A pump was not used with the set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The baxter clinical educator (bce) visited the customer facility and determined that the way the flow was being regulated did not align with the manufacturer's directions. The bce educated the staff on proper technique to regulate flow. Should additional relevant information become available, a supplemental report will be submitted.